Manufacturer narrative:
The b5 was updated to include intermittent capture issue.

Event description:
It was reported that during an implant procedure, the coronary sinus (cs) lead was dislodged associated with high threshold and intermittent capture. The patient experienced phrenic nerve stimulation. The physician decided to not continue to implant the cs lead. Subsequently, a new lead was used and was implanted successfully at left bundle branch area pacing. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, capture anomaly and extra cardiac stimulation. Final analysis via visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification. Additional reported events of unacceptable threshold and capture anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the coronary sinus (cs) lead was dislodged associated with high threshold. The patient experienced phrenic nerve stimulation. The physician decided to not continue to implant the cs lead. Subsequently, a new lead was used and was implanted successfully at left bundle branch area pacing. The patient was stable throughout.